Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had blood back up. The following information was provided by the initial reporter: we have noticed a recent issue with item#: 356118 - connector IV maxzero (clave) we use for our IV injection within MRI. Several recently seem to be having blood backflow into the IV after. Injuries or adverse event: no. Item: mz1000-07. Quantity affected: 1 case. Serial/lot number: (B)(6).

Manufacturer narrative:
93 unopened samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were attached connected to an extension set on both connections and pressurized. No leak was observed. The customer complaint was unable to be replicated with the representative samples. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.